Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site and had been administered several injections (dates not reported) to treat the site, without resolution; resulting in the decision to have the abutment removed on (B)(6), 2014. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.